Event description:
Edwards received information a patient with a 23mm aortic valve implanted approximately 18 years, nine (9) months, underwent valve-in-valve procedure due to unknown reasons. A 23mm 9750tfx was implanted inside the 23mm valve. Per physician, surgical valve performed as intended.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm edwards aortic valve implanted approximately 19 years underwent valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted inside the 23mm valve.